Event description:
On (B)(6) 2013, the healthcare provider/reporter contacted animas on behalf of the patient alleging the patient came to the hospital because he was unable to take bolus insulin via the animas pump. Reportedly, the luer lock connection at the cartridge was leaking. The patient was able to take insulin via syringe before arriving at the hospital where he was treated with IV fluid. His blood glucose was at 347 mg/dl. The patient did not have any symptoms and tested negative for ketones. The patient had discontinued insulin pump therapy at the time of the call to animas. Troubleshooting was not completed during the initial phone call. The issue was not resolved with training. This complaint is being reported due to the unresolved insulin delivery issue. In addition, the patient required medical intervention suggestive for hyperglycemia after the issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.